Manufacturer narrative:
Patient's age was not provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device- 2 years. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to the hospital for new open wound on the abdomen. On (B)(6) 2018, the patient started having deep (1 inch below the abdominal surface) pain and worsening appearance of the chronic wound. These symptoms occured after using a combination of anasept antimicrobial gel in addition to silver nitrate gel and silver impregnated dressing. The patient believed that this is due to a chemical burn which has now become secondarily infected. The patient denied any fevers, chills, night sweats. The patient is currently on chronic azithromycin and tidezolid for chronic treatment/suppression. Cultures of the driveline exit site came back for positive for staphylococcus aureus. Per infectious diseases specialist consult, the patient is continuing home antibiotics regimen (azithromycin and tidezololid) given clinical stability and absence of cellulitis on exam. A driveline site debridement was performed on (B)(6) 2018. No additional information was provided.